Manufacturer narrative:
Procedure was performed successfully and the device was discarded per hospital policy. There was no allegation of a product malfunction.

Event description:
A successful tif procedure was performed on (B)(6) 2016 and the device was disposed of per hospital policy. Two days later the physician reported to the egs sales representative the patient was readmitted with chest pain. It was postulated a small leak developed during the procedure, allowing procedure insufflation gas into the mediastinum. A CT scan supported this as it did not show any any pleural effusion or sub-diaphragm air and indicated any leak had resolved on its own. Experience has shown the procedure gas used will absorb after two to three days in most cases. The physician took a position of expectant surveillance with no intervention. A few days later the physician reported the patient was doing well. The gas had absorbed and the patient was discharged.